Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A video was provided from the site, and the following was observed: balloon fully inflated before burst, and showing after balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, and difficulty to withdraw system through esheath were confirmed by the cine images provided from the site. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance was able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides the details as to why balloons are subject to increased risk of burst in a calcified annulus. The technical summary also provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations which are currently still in place to prevent this type of malfunction, including 100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during product verification testing that occurs with every manufactured lot. As reported in this complaint, 'while attempting to pull the ruptured balloon into the esheath, they were unsuccessful, so it was decided to remove the esheath/commander simultaneously. The balloon became stuck at the insertion site in the femoral artery and caused a small common femoral rupture/dissection'. Per case notes provided, it was also mentioned that the patient's landing zone had a moderate degree of calcification. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. While the balloons are sufficiently designed and tested for rated of burst pressures well above their inflation pressure, calcified nodules can compromise the, structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. Once ruptured, the, balloon would likely have an altered/increased profile that can cause difficulties while withdrawing the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints were confirmed based on imagery provided. A manufacturing nonconformance was unable to be determined without a returned device. Available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon, non-coaxial withdrawal) likely contributed to the events. There were no IFU/labeling/training manual inadequacies or manufacturing non-conformances were identified during this evaluation. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 29mm sapien 3 valve, the commander delivery system balloon ruptured during deployment. While attempting to pull the ruptured balloon into the esheath, they were unsuccessful, so it was decided to remove the esheath/commander simultaneously. The balloon became stuck at the insertion site in the femoral artery and caused a small common femoral rupture/dissection. They were able to place a 10mmx 40mm balloon above the stuck commander balloon from the other groin to control the bleeding. The surgeon was able to cutdown to the common femoral artery, remove the delivery system and patch/repair the ruptured artery without issue. Patient was stable throughout the procedure.